Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test. Device received with cracked retainer, minor scratched display window and scratched case

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a new insulin pump and the customer had a high blood glucose around 600 mg/dl. They did 3 infusion set changes but it did not make a difference. They called and spoke to a local medtronic representative and they all agreed that the insulin pump was not delivering insulin. The customer would treat with the manual injections and it would help bring the blood glucose down. However, nothing would happen when they program a bolus. They have not received any alarms or errors on the insulin pump. The insulin pump will be returned for analysis.